Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient's left knee was revised due to tibial subsidence. A scorpio knee was converted to a triathlon ts knee. Rep confirmed there were no allegations against the revised insert and femur, and that no further information will be released by the hospital or surgeon.